Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by connecting the device to a bag and attempting to prime the set; however, the device did not prime. Further visual inspection revealed excess solidified solvent at the junction between the tubing and the drip chamber. The cause of the condition was determined to be excessive solvent applied by the operator during the manual assembly of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set would not allow fluid to flow smoothly through its tubing. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.